Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power and there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-jan-2018 with the following findings: the pump's black box showed multiple pump reboot events. The battery compartment was found to be cracked. There was evidence of moisture corrosion inside the battery compartment. The pump was able to power on and perform the prime steps with no issue.